Event description:
It was reported that the device was explanted approximately after an implant duration of 14 months, due to unknown reasons. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.